Event description:
An iskd lengthener was implanted for distraction of the pt's limb. No problems were reported during lengthening process, however, the lengthener stopped distracting further when the pt reached 21.7mm. The distributor is alleging that the implanted lengthener is a 50mm lengthener that was labeled as a 80mm lengthener.

Manufacturer narrative:
Initial report received on 04/19/2006 alleged that the device either malfunctioned or was mislabeled. Additional information from the distributor was requested immediately following receipt of the initial report. Copies of the pt's x-ray were not made available to the manufacturer until 06/02/2006 which enabled us to reassess the event and make a reportability determination. Further investigation of this event will be conducted and additional information from the distributor has been requested.